Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported etco2 calibration failed. There was no report of patient involvement.

Event description:
The customer reported the m3536a device failed nbp/etco2 calibration. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.